Manufacturer narrative:
Result of investigation: the vela power supply sn (B)(6) was visually inspected did not show any signs of physical damaged. All fuses were measured and no open fuses were found. The assembly was installed to a known good top-level unit and after supplying wall ac the led indicators are showing correctly and after powering on the ventilator no alarms were active. The unit was cycled for over 1 hour and no alarms were triggered. The power was cycled on and off a total of 15 times and again no alarms triggered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the vela ventilator was experiencing a motor fault error during patient use. There was no known patient injury as of this time.

Manufacturer narrative:
Result of investigation: failure analysis received main part number: 16441 visually inspected the assembly there is no visible defects, damaged or contamination. The component was installed in a known good vela host base. Performed performance test no motor fault or issue found. Vyaire medical was unable to confirmed or duplicate the reported issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.